Manufacturer narrative:
We notified the customer with the following info: "we presume that the issue was caused when the "stepper caught on cryoprobe #6 and pulled it back". The "directions for use" in force at the time of this procedure stated: "the v-probes should be positioned in the tissue using standard techniques (e.g., percutaneous access kit, etc). Set the v-probe to the desired length before placing into tissue. Ensure all v-probe adjustment sliders are oriented upwards." We recently revised the "directions for use" to specifically note the logical positioning based on the need for visualization of the sliders in the precautions section which states: "verify v-probe adjustment sliders are facing upward and the ultrasound stepper cradle assembly does not interfere with the v-probe placement". We ask that you instruct your techs to refer to the "directions for use" packaged with each disposable cryoprobe."